Manufacturer narrative:
The product was not returned for examination. The product code required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported patella pain based on the provided information. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be rec'd, the investigation will be re-opened.

Event description:
Pt was revised to address patella pain.